Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected and device replacement was recommended for within 90 days. The code was recorded back in (B)(6) 2020. The field representative reported that all device therapy had already been programmed off upon the patient's request as they did not wish to receive any therapy from the device during their end-of-life process. The patient has since passed away, with no concern by the physician that the device contributed to the patient's death. The cause of death was not reported and it was assumed the device was to be buried with the patient. The physician only wanted to have analysis of the device data for the patient's file.